Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to the device not working properly, the patient had his artificial urinary sphincter (aus) removed and replaced. The aus was explanted and a new device consisting of a 4.0 cm cuff, pump and balloon were implanted. It was stated that there were no other patient complications. Should additional information be received, or product investigation completed, a supplemental report will be submitted.